Event description:
This pi is for pka 3.0. Case number: 27042413: mps reported software moving ahead during cuts in multiple cases. Mps shut down and cleaned cables. Surgeon requesting service

Manufacturer narrative:
An event regarding non functional involving a mako robotic arm was reported. The event was not confirmed. Method & results: -product evaluation and results: the field service engineer reported: problem reproduced: no troubleshooting notes: mps shut down and cleaned cables. Surgeon requesting service work performed: cleaned all internal and external fibers. Verified proper tensioning for all transmission cabling. Inspected all transmission cabling, wiring, bump stops, fans etc. For any damages. Robot is ready for clinical use. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. -clinician review: no medical records were received for review with a clinical consultant. -product history review: a review of device history records shows that rob1193 was inspected and with no reported discrepancies. -complaint history review: there have been other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was not confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
No new information.